Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis") and cervicitis ("cervicitis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and bacterial vaginosis outcome was unknown and the cervicitis had not resolved. The reporter considered bacterial vaginosis, cervicitis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.